Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient underwent an endoscopy for re-insertion of a jejunal tube and the peg tube was removed due to discharge and infection on the peg area. Oral antibiotic augmentin 1g treatment and madopar 125 mg was started. Augmentin was discontinued on (B)(6) 2019. Antibiotics tekosit 400 mg im and oral cipro 500 mg were started on (B)(6) 2019. At the time of this report, duodopa treatment had not re-started. Discharge and infection on peg area had not recovered